Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had multiple ineffective therapies. Further tests and programming changes were recommended. Patient was stable.

Manufacturer narrative:
Correction; manufacturer report 3010215456-2016-03219, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).